Manufacturer narrative:
Investigation: customer returned photos of 3/10cc, 12.7mm, 29g syringes with the poly bag from lot # 7177965. Customer states that the barrel was discolored to black. The attached photos were examined and exhibited smeared ink on the surface of the barrel. CAPA (B)(4) was initiated to address such issues at this time. A review of the device history record was completed for batch # 7177965 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for smeared print. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a discolored barrel. No report of serious injury or medical intervention.